Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The hcp reported that the patient was experiencing poor communication with their patient programmer. The hcp was not with the patient had did not have access to a clinician programmer or other patient programmer and no troubleshooting was possible. The hcp reported that they had a recharger and that the patient was to be charging weekly. The hcp reported that the recharger showed the reposition screen; however, the patient was noted to have a non-rechargable ins. The hcp reported that they used the patient programmer with and without the antenna, but continued to get the poor communication screen. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp via the rep, reporting that the cause of the poor communication and overdischarge was that the patient's ins was not charged for 1 month. The rep reported that they performed a physician mode reset (por) which resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the device was overdischarged. Troubleshooting was performed. The caller had already performed overdischarge recovery. No further complications were reported.